Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been received by the manufacturer for evaluation. The instructions for use (IFU) identifies difficult coil detachment and premature coil detachment as potentials complications associated with use of the device.

Event description:
It was reported after placement of an embolization coil in an aneurysm, the coil could not be detached with the controller. During removal, the coil detached from the pusher wire. Both segments of the coil were removed without additional intervention. There was no reported patient injury.

Manufacturer narrative:
The pusher was the only component received for evaluation. The pusher was returned without the implant attached. The pusher's proximal gold connector solder joint and distal solder joints were found intact with no notable damage. The monofilament was removed from the pusher body coil and displays a stretched tail profile at the tip, indicating tensile force was applied to the monofilament. The device was tested with a multimeter device and the pusher resistance registered a 41.5 ohm reading. The proximal connector was registering an intermittent "ol" reading with a series of ohm readings. The gold connector was tested with a lab-provided v-grip controller and red lights were flashing after the button was activated. The conditions or circumstances that led to the damaged monofilament could not be determined, but the damage is consistent with the device experiencing forces over specification during the procedure. The device experiencing non-detachment issues is due to the intermittent electrical resistance readings on the proximal gold connector. The device registering a resistance reading and open load readings at the same time is consistent with a device experiencing a short circuit. The root cause of the short circuit cannot be determined.